Event description:
On (B)(6) 2014, it was reported that the vibra-alarm on the patient's infusion device was only functioning intermittently. The patient stated that when he shakes the device he can hear a rattle inside it. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).